Event description:
I had restylane voluma filler dissolved under my eyes, the tear through as I had migration, tyndall effect and puffiness that I wanted to address because even after about 2.6 years with the filler that did not fully dissolved on if's own. I chose to go to a esthetician center near me and was helped by a nurse practitioner. After 2 syringes of hylenex in 2 separate sessions under the eyes, I initially only saw the under-eye filler disappear, which I was happy about regardless of the new hollowness. However, after some weeks, I do not recall exactly how many my eyes started to shrink, very noticeable and did not happen right away it was definitively more than 3 weeks after the last dissolving session. Not only that but the volume of upper eyelids that were not touched or ever had fillers completely flattened, is like I lost all of the natural tissue/fat and now I have only skin. This is traumatizing as it changed my appearance in a way I did not expect and I do not think I will be able to fully fix with fat graft. In general, I noticed the volume of my faced decreased but the most impactful and unexpected effect was the upper eye lids and eyes getting really small. I research in community groups and anecdotally it looks like hylenex can deplete you from the natural volume of your face in areas that were not treated or ever fill. I do not know if this will be reparable or not, but I think consumers should be made aware of this unfortunate off level use. Reason for use: to address problems with filler migration and skin darkening.